Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had high blood glucose and pump alarmed motor error. The customer's blood glucose was 470mg/dl and treated with syringe. During displacement test the pump did not alarm no reservoir. The customer was hospitalized due to heart issues. Customer primed and rewind it was successful; but pump still alarmed motor error.